Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 442 mg/dl as well as low blood glucose level of 49 mg/dl. Customer state that insulin pump had motor error alarm. Customer state that they able to complete rewind. Drive support cap was normal. Customer experienced blood glucose level of 386 mg/dl. Customer declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.